Manufacturer narrative:
The lot numbers for three malfunctions were provided and lot history reviews were performed. One device has been returned for evaluation; the evaluation confirmed a material rupture. The device has not been returned for two malfunctions; therefore, two investigations are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u4150210rx pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. The three malfunctions involved three patients with no patient consequences. The age of two patients were (B)(6). One patient weighed (B)(6) kgs. One patient was reportedly male and one patient was reportedly female. All other patient information was not provided.